Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-03294.

Event description:
Customer reported via phone call that site at sensor insertion was sore. When sensor was removed, an abscess and cellulitis was developed under the skin of the abdomen. Customer was already being cared for by healthcare professional. The transmitter was also used along with the sensor. The customer's blood glucose was 196 mg/dl. Customer was advised that sensor would be replaced. The transmitter will not be returned for analysis.